Manufacturer narrative:
E1: patient city: (B)(6). Patient country: switzerland

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland on 30-apr-2024, the patient reported that the infusion set was leaking at tube near the canula housing within some hours of use. No further information available